Manufacturer narrative:
UDI: (B)(4).

Event description:
It was reported the physician was implanting a gore® cardioform septal occluder to close an atrial septal defect that balloon measured 17mm x 16mm. The patient had a very short aortic rim. With multiple attempts the physician was able to place the device. 6 hours post procedure the device embolized to the pulmonary artery. The device was recovered with a snare and the defect was closed with a 21mm occlutech device.